Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0k331, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0k331, implanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0k331, implanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Additional information received reported that all of the right side was explanted and would not be returned. It was explanted on (B)(6) 2014. The patient was receiving effective therapy.

Event description:
It was reported that on (B)(6) prior to the date of this report, the patient had hit one of his generators with his car door and it had become exposed. A picture was taken and you could see the generator protruding through the skin. The generator was explanted on (B)(6) prior to the date of this report. No diagnostic testing or troubleshooting was done. The issue was not resolved. The patient was alive with no injury. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.